Event description:
No blood glucose levels reported. The customer reported that the insulin pump alarmed no delivery multiple times in the last couple of months. Troubleshooting was not done because it was a past event. The customer was advised to changing the infusion set resolved the no delivery alarm. The customer also reported a calibration error alert and sensor error alert from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.